Manufacturer narrative:
G3. Report source - correction - foreign should have been selected on initial MDR.attachments - correction - literature article was not attached to initial MDR.

Manufacturer narrative:
(B)(4).

Event description:
Article titled "vagus nerve stimulation for treatment-resistant depression: a case series of clinical symptoms " was received and reviewed for multiple patients with m102 generators that had changes in clinical symptoms associated with the batteries approaching eos. Increased depression was reported for eight patients as part of the symptoms observed. After the battery replacements were performed, all vns and clinical symptoms observed prior to replacement, resolved. No additional relevant information has been received to date.